Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the device change-out procedure, the physician was unable to disconnect the device set screw from the su perior vena cava (svc) coil of the right ventricular (rv) lead. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data from the device was received and analyzed; the device was also returned and analyzed. Analysis of the performance data showed the device reached the elective replacement indicator (eri) on 2012 (B)(4). The weekly battery voltage trend data showed the battery voltage went from 2.64 volts to 2.62 volts between 2012 (B)(4) and 2012 (B)(4). Additionally, a low battery voltage alert occurred on 2012 (B)(4). Analysis of the device did not reveal any performance issues, but the calculated longevity result of 99% is less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The analyst commented that there was grommet damage (cause unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.